Manufacturer narrative:
(B)(4). The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported from this lot. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. It should be noted that instructions for use (IFU) hi-torque guide wire, pta, ptca, stents, ce states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Use the most suitable guide wire for the lesion being treated. Do not push, auger, withdraw, or torque a guide wire that meets resistance. In this case, the reported force used during retraction did not cause or contribute to the reported entrapment. The investigation determined the reported entrapment of the device, peeling and material reparation appear to be related to operational circumstances of the procedure. Based on the reported information, it is likely that, the guide wire was not pulled back during stent deployment causing the guide wire to be trapped. Manipulation of the guide wire against resistance ultimately resulted in the reported reparation and the appearance of peeling. It should be noted that this type of guide wire does not have any polymer, so it is not possible for the distal end to peel. Additionally, the reported treatment appears to be related to the operational context of the procedure as the separated distal end of the wire remains behind the stent there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that a stent was implanted without issue; however, resistance was noted during removal of the versaturn guide wire, and during removal of the guide wire, it was noted that the coating was coming off at the level of the stent. A balloon/guide extension catheter was used to help retrieve the guide wire but failed. Force was applied and the distal shaft separated and remains in the patient. The proximal shaft was removed without issue. There was no adverse patient sequela or a clinically significant delay in procedure. No additional information was provided.